Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the implantable cardiac monitor displayed an error message. The device was removed and replaced on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
Product problem was missed to be checked in initial report and it is corrected in this follow up report. The reported field event of an error message during implant was confirmed in the laboratory. Review of the device image indicated that memory corruption occurred during the manufacturing process. The product code was reloaded and further testing was performed. All test results were normal and memory corruption could not be reproduced. Final analysis concluded that a manufacturing anomaly may have occurred that resulted in the error message due to memory corruption. As a result of this finding, abbott is performing further investigation.